Event description:
This is a spontaneous report by a nurse from the USA regarding a (B)(6) female homechoice peritoneal dialysis patient. During a call with baxter customer services, the reporting nurse stated that on an unreported date, the patient developed peritonitis. Treatment information was not provided. It was not reported whether peritoneal dialysis therapy was ongoing. It was not reported whether the peritonitis resolved. The patient's medical history and concomitant medications were not reported. The nurse believed the peritonitis was not related to peritoneal dialysis therapy..

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
Asku

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd873919 with no defects noted during batch review. There were no labeling deficiencies or errors alleged. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.